Event description:
During PICC insertion the peel away sheath tab snapped off and staff were unable to remove it as intended using the so called break away perforations. Manufacturer response: the problem is acknowledged nationally. I (risk manager) checked the FDA website and there are numerous complaints for same problem. So why is there no recall yet for patient safety??